Manufacturer narrative:
The sample is serum collected in a sst tube that was centrifuged for 15 minutes at 3000rpm. Qc and system check information is not available. A bci field service engineer (fse) performed preventive maintenance. Fse verified ultrasonics, alignment performance and transducer voltages are all within specifications. Fse performed system check and high sensitivity system check and both met specifications. A clear root cause can not be determined for this event.

Manufacturer narrative:
The sample is serum collected in a sst tube that was centrifuged for 15 minutes at 3000rpm. Qc and system check information is not available. A bci field service engineer (fse) performed preventive maintenance. Fse verified ultrasonics, alignment performance and transducer voltages are all within specifications. Fse performed system check and high sensitivity system check and both met specifications. A clear root cause can not be determined for this event. Added the word impacted at the end of the sentence. The result was not reported out of the laboratory; hence patient treatment was not impacted.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated total t4 results (tt4) above the normal reference range for one patient sample generated by the unicel dxc 600i synchron access2 clinical system. The result was not reported out of the laboratory; hence patient treatment was not. The initial sample was repeated and lower result within normal reference range was obtained.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated total t4 results (tt4) above the normal reference range for one patient sample generated by the unicel dxc 600i synchron access2 clinical system. The result was not reported out of the laboratory; hence patient treatment was not impacted the initial sample was repeated and lower result within normal reference range was obtained.